Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump showed the reservoir was empty and when the reservoir was checked it still had 80 units. Customer is also having issues with low battery and sensors. Troubleshooting was performed for low battery. Customer was advised to monitor the device. However due to the device not documenting the correct amount if insulin the customer was advised the device needed to be replaced. The device is not returning for analysis.